Event description:
The customer reported via phone call that they experienced low blood glucose level. Blood glucose reading was 52 mg/dl. Customer was treated with food. The customer declined to troubleshoot for the low blood glucose incident. The pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.